Event description:
The facility representative reported an ipump with a condition of "system error 2b". It is unknown when this condition occurred, but occurred in the biomed service. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "system error 2b" was not confirmed. However, service did confirm a constant alarm upon power up. The reported problem was not reproduced, but the constant alarming was reproduced as it kept alarming upon power up during servicing. The root cause was attributed to a micro processing unit printed circuit board failure. The micro processing unit board was replaced to fix the problem. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality was observed. Should additional information be received, a follow-up medwatch will be submitted.